Event description:
It was reported that the patient's device "stung" her when it was on and off. The stinging occurs all of a sudden and doubles the patient over in pain. The patient feels that the "wires" are "messed-up." Further information is being requested from the hcp.